Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine device interrogation it was noted that the patient's device went into noise reversion several times but no noise was present on egm channels. The patient had been in hospital and had several procedures for a couple of days due to an unrelated health issue. The noise reversions correlate with the time and date of the surgery. It was assumed that the cause of the noise was the electric cautery used during the procedure. Patient did not experience any symptom from these episodes. The device was reprogrammed and the issue was solved.